Event description:
As reported: "the devices were implanted on (B)(6) 2025. The patient developed hives on (B)(6) 2025 and the doctor reported that he suspected a metal allergy caused by the implant. The doctor request us to provide the ingredients list in the titanium alloy of the implants."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.